Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification. Undetected upstream occlusion was confirmed and was determined to be caused by a calibration issue in the upstream sensor. The upstream sensor was recalibrated to ensure expected performance.

Event description:
It was reported that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no pt injury.